Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition. The atrial lead was reprogrammed and the patient experienced no consequences.